Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause for the event, adhesive around light guide lens is peeled, is traced to a component failure. The probable cause for the event, forceps elevator had a burn, it was possible that the instrument may have welded to the scope tip during the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope adhesive around light guide lens was peeled and the forceps elevator had a burn. There was no patient involvement.